Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device changeout, there was an apparent lead fracture and undefined impedance on the superior vena cava (svc) lead caused by the mechanical stress during the disconnecting procedure of the svc connector. The lead remains in use. No patient complications were reported as a result of this event.